Event description:
It was reported that the external pulse generator "failed" its routine self-test. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event; device would not power up. Main printed circuit board found out of electrical specification. Upper and lower cases, both bail covers, and battery drawer are broken. Ring cover is contaminated. Battery contacts are compressed. The ring is bent.